Event description:
It was reported that this right ventricular (rv) lead has shown high shock impedance measurements for several months, with some out-of-range impedance spikes. Further information was received indicating the alert threshold for the shock impedance will be raised and the patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.